Event description:
The device was used during a vats lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
1/21/1998-supplemental report #1 submitted to FDA.